Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation on the remote transmission, the transmission indicated the pacemaker was in backup mode. The patient presented in hospital, and the device was found unable to be interrogated. The device was unable to be found via telemetry or the induction wand. Several troubleshooting methods were attempted but were unsuccessful. The device was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The reported events of inability to interrogate and backup mode were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.